Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a blockage or "some sort of malfunction" occurred on the pump. There was no reported impact to customer's blood glucose. Customer did not respond to multiple contact attempts from tandem technical support to obtain additional information.